Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error.

Event description:
The facility reported a colleague infusion pump with failure code 512:320:654:0000, main power supply out of range. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 512:320:654:0000 was confirmed by baxter personnel during product evaluation. The root cause was assigned to the main batteries being out of range. The main batteries and battery harness was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.